Event description:
It has been reported to philips that the flexvision pc failed to bootup. The system was not in clinical use. No harm has been reported to philips. The fse onsite replaced the flexvision pc and configured the presets with the customer, and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Reviewed of system log file found that there was an issue with flexvision pc. The fse replaced the flexvision pc along with hard disk drive to resolve the issue. After that, system was returned to use in good working order. The codes are updated based on the investigation outcomes.